Manufacturer narrative:
There was no indication of any malfunction of the device. Not returned.

Event description:
Allegedly, the patient underwent a laparoscopic supracervical hysterectomy procedure for the treatment of uterine fibroids. She was diagnosed with endometrial carcinoma after her surgery on or about (B)(6) 2010, based upon the pathological analysis of the recurrent tumor.